Event description:
It was reported that the intrathecal baclofen dose was no longer effective. The pt experienced increased tone resulting in in-pt hospitalization. A catheter malfunction was suspected. The entire catheter was replaced on (B)(6) 2007 per the report. The event was reported to be moderately severe. The pt's condition had "resolved without sequelae" as of (B)(6) 2007.

Manufacturer narrative:
(B)(4).